Manufacturer narrative:
Additional/updated information was added to reflect the right motor/gearbox assembly being returned to the manufacturer for evaluation. The result of the evaluation was that the brake engaged/disengaged properly during the bench test, and the brake static torque was within specifications, which does not confirm the original complaint issue.

Event description:
Dealer alleges brakes are not grabbing, chair will continue on its own when loading and removing the chair from the ramp.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges brakes are not grabbing, chair will continue on its own when loading and removing the chair from the ramp.